Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The device could not be interrogated due to a telemetry discrepancy. No intervention was performed. The patient remained asymptomatic and will continue to be monitored.